Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional approved under (B)(4). (B)(4). The analysis has begun but is not completed at this time.

Event description:
This event is part of smart-sf clinical study. It was reported that a (B)(6) male patient with a medical history of systematic atrial fibrillation underwent an afib procedure on (B)(6) 2015 with thermocool smarttouch ablation catheter. During procedure, there was a non-reportable high temperature and noise issue which was resolved by replacing catheter. The patient went to emergency department on (B)(6) 2015. Per emergency department note, patient stated woke up with heart rate of 160 and felt dizzy. EKG showed paroxysmal supraventricular tachycardia (svt). Patient responded immediately to valsava maneuvers and converted to normal sinus rhythm (nsr). The issue was resolved without sequelae. The principal investigator assessed this event as not device related and possibly procedure related event. This event was originally considered non-reportable, however bwi became aware that patient went to ed with new onset svt which required valsava maneuvers on date (B)(6) 2015 and have reassessed the event as reportable.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an afib procedure with thermocool smarttouch ablation catheter on (B)(6) 2015. During procedure, there was a non-reportable high temperature and noise issue which was resolved by replacing catheter. The patient went to emergency department with heart rate of 160 and felt dizzy on (B)(6) 2015. The patient responded immediately to valsava maneuvers and converted to normal sinus rhythm (nsr). The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Noise were not observed during electrical test. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.